Event description:
During a da vinci-assisted prostatectomy surgical procedure, the surgeon felt that universal side manipulator (usm) arm 1 movement was "jerky". No other issue was observed. The procedure was completed with no reported injury. After completing the procedure, the customer called in and informed the intuitive surgical inc. (Isi) clinical surgical rep (csr) of the issue. Csr contacted the isi technical support engineer (tse). Upon verification, csr stated, that the surgeon perceives a usm arm 1 movement issue. The issue was experienced multiple times and they lasted for some seconds. No further information surrounding the allegation was provided. No system log review was performed as the system was not connected to onsite and no troubleshooting with the tse was performed during the call. Isi followed up with the site and obtained the following additional information regarding the reported event: customer stated, that the issue was a "large non-wanted movement of the master (master tool manipulator arm)". And the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and was manipulating the instruments. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There was no collisions and the reported issue was not persistent. It was just a non-intended movement on the mtm arm.

Manufacturer narrative:
Based on the claim against the product by the customer noting an alleged non-intuitive movement, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site and the isi csr to further investigate the reported event. Upon verification, fse confirmed that the system powered on and was tested with no failure identified. It was confirmed that the system was used in three different subsequent surgeries and no further issue was observed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. System issues are often the product of multi-component/environment interaction and can be transient in nature. In most scenarios, system issues are able to be worked through with troubleshooting measures, avoiding a procedure conversion. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the surgeon felt that universal side manipulator (usm) arm 1 movement was "jerky". Follow up was conducted and customer stated, that the issue was a "large non-wanted movement of the master (master tool manipulator arm)". Unintuitive motion can lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.